Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted and did not reveal any contributing information/trends. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The interbody may not have been as secure as it would have been if longer screws had been implanted and some of the osteophytes had been removed. The patient also had poor bone quality due to a prior surgery leaving a lot of scar tissue behind, making it even more difficult to obtain good bone purchase. This could have been a contributing factor to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a cage began to migrate. The patient reportedly had a cage migration approximately 3 months post-op. Revision surgery took place (B)(6) 2016.